Event description:
The report states, "per customer report and photos provided, it seems like the rear crossbar is fractured at the weld on the right side of the unit. Replacement unit is recommended for this frame issue."

Manufacturer narrative:
The report states, "per customer report and photos provided, it seems like the rear crossbar is fractured at the weld on the right side of the unit. Replacement unit is recommended for this frame issue." It was reported that, "the customer fell and hit his head on the floor. " there was mild bruising, user is good now. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.